Event description:
Information received by medtronic indicated that the customer went to swimming and found water under the lcd screen of the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and it was advised to discontinue use of the device. Additional information : the product was returned for analysis. It was also confirmed that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed (pump error 38) during product analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged exposure to moisture found on (B)(6) 2022. Pump passes self test. Unable to perform displacement test due to pump error 38. In response unable to perform rewind, prime/seating, basic occlusion test, force sensor test, and occlusion test. No alarm/alerts noted in history screen on event date. The history/trace downloads were successful using thump. Confirmed pump error 38 on (B)(6) 2022 at 06:38:07.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, pcba 2, lcd flex connector, motor, force sensor, harness assembly vibrator, and battery tube. The following were noted during visual inspection: stained keypad overlay, cracked case (battery tube), pillowing keypad overlay, and faded end cap address label. Exposure to moisture confirmed on pcba 1, pcba 2, lcd flex connector, motor, force sensor, harness assembly vibrator, and battery tube. Pump error 38 due to moisture damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.